Event description:
Reporter initially called to check on possible causes of three unplanned vitrectomies in one day. No service call was scheduled at that time. This report is being submitted as manufacturer report number 2028159-2006-00352. The other manufacturer report numbers are: MDR # 2028159-2006-00351, MDR # 2025159-2006-00353. Additional information received from a nurse noted cases were completed without change out of unit, just slight delay in case. Doctor was in I/a mode with use of silicone tip. No tips saved for evaluation. The doctor does not feel it was the machine, but is not sure. Additional information received from surgeon said a broken posterior capsule occurred during od cataract phaco procedure; anterior vitrectomy required. Pt prognosis reported as good.

Manufacturer narrative:
Determination of root cause: assessment: there has been no service call scheduled to date. Product has not been available for evaluation or root cause analysis to date. Corrective action: no corrective action required. This report mailed in to FDA on: 11/01/2006.